Event description:
It was reported intermittent occlusion alarms occurred, with the customer experiencing multiple occlusion events. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin, and a pump system check was started, however a one-time replacement pump was sent to the customer.